Event description:
It was reported to minimed that the customer reported belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884. Troubleshooting was performed and found customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Upon battery installation, unit unexpected critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The long trace files reveal pump error 63 was recorded on main error log. File number=2017. Line number= 147. Per software engineering log investigation, it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that there was no moisture damage to the electronic assemblies or force sensor gold traces. The following cosmetic damages were noted: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, and cracked case (battery tube) in conclusion, unexpected critical pump error alarm (open book image) was found. Critical pump error alarm (open book image) was due to pump error 63. Isolate to electronic assembly. Customer concern of cosmetic damage was confirmed as cracked case-corner of belt clip rails, and cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.